Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5568-45 implantable pacing lead, implant date 2006-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed noise during a recent clinic visit and was programmed to unipolar untilreplacement. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.